Event description:
Lead migration. On 29jul2025, rep (B)(6) reported during surgery on (B)(6) 2025 (B)(4), the other lead migrated, and we couldn¿t get it back in place, so doctor decided to replace it as well. It was reported during a surgical procedure [related manufacturer reference number: 3006705815-2025-00913], one lead had migrated. Investigation was unable to identify which lead migrated. As a result, the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000075577. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.